Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jun-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the q-lock was failed to unlock when issuing medication. A field service engineer cleaned and tightened contacts and wire harness connections, collaborated with support to run diagnostics, cycled multiple times, and verified proper operation through repeated testing in both diagnostics and the application with no issues observed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower the q lock intermittently failed to unlock during medication access, requiring the customer to use the key; keys were available on site. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported due to this event.